Manufacturer narrative:
Device is available for eval, but has not been received yet. Investigation report is not available yet, but a f/u report will be sent when investigation report is complete.

Event description:
Incident described as: column was not taking water from the reservoir. Clinician claims water was visible in lower tube of column. Pt developed mucus plugs and had to have a bronchoscopy. Pt recovered after bronchoscopy. No further info available.